Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening. The components were implanted in situ for 6.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 7, three months prior to revision surgery and maximum score of 8.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: photographs of the explanted femoral component were provided. There is bone cement adhered to the cement pocket with some evidence of bone inter-digitation. -medical records received and evaluation: insufficient medical records were received for review. The event as such was confirmed with the pre-revision x-rays but early post-primary x-rays are required to determine the root cause of this event. -device history review: DHR review was satisfactory. -complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: insufficient medical records were received for review. The event as such was confirmed with the pre-revision x-rays but early post-primary x-rays are required to determine the root cause of this event. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening. The components were implanted in situ for 6.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 7, three months prior to revision surgery and maximum score of 8.